Manufacturer narrative:
H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a left leg angiogram with angioplasty of the proximal and distal anastomoses of a bypass graft, the hub of a flexor ansel guiding sheath separated upon removal of the sheath over an unspecified wire guide. Contralateral access was obtained in the right common femoral artery. The anatomy, including the access site and bifurcation, was reportedly normal. Resistance was not encountered during insertion, advancement, or removal of the sheath, nor during insertion or advancement of any device through the sheath. The dilator was not reinserted prior to sheath removal. While removing the device, the physician pulled just below the hub, at the transition of the hub and sheath. The procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.